Event description:
The user facility reported the employee has returned to work and has no sustaining injuries.

Event description:
The user facility reported that when an employee was unloading the sterilizer the transfer cart came off the transfer carriage track. When the employee tried to lift the cart back onto the track, the transfer carriage support rail lifted and fell. The employee grabbed the support rail to prevent it from slipping and subsequently sprained her wrist. The employee went to the emergency room where a support bandage was applied and she was directed to remain on light duty until her wrist feels better. She also followed up with her family physician. The facility reported the employee missed one day from work and remains on light duty.

Manufacturer narrative:
A steris service technician inspected the sterilizer and transfer cart and found the screws on the support rail were rusted and loose, allowing the support rail to move/lift easily and subsequently causing the transfer cart to come off the transfer carriage track. The facility had newer carts in storage however, they were never put into service. The technician adjusted the new carts to align with the sterilizer rails, placing them into service for use with the sterilizer. The old transfer carts were taken out of service as they had been in use for more than 20 years and had notable signs of deterioration. The equipment is not under steris service contract and is currently maintained and serviced by the facility maintenance department. A steris field service technician conducted in-service training for the facility maintenance personnel on april 21, 2010 regarding the proper maintenance of the carts and support rails.